Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the sensors. Customer's sensor glucose reading was 86 mg/dl but his blood glucose level was 46 mg/dl. He took 16 grams of glucose to treat his blood glucose level. The device was not returned.